Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of multiple no delivery alarm on their insulin pump. The customer states they have been having issues with their reservoir getting stopped up. Customer's blood glucose level at the time was over 300mg/dl. Troubleshooting was conducted. Customer states the alarm was resolved by a complete set change. The customer declined to return sets or reservoir for analysis. The customer was advised to call back if issues return.